Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran in the wrong mode; it switched from reverse to forward while in the reverse mode.no medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Through visual and functional evaluation by the service technician, when the safety bar was moved in the reverse position the device started in the reverse direction and then switched forward intermittently. The technician determined there was an e-box failure. The e-box controls the electronics of the device, and damage or problems with the electronic components will cause it to not function properly if at all. The e-box controls the electronics of the device. According to a review of risk documentation, trending, and similar past cases, this failure can cause the device to run in the wrong mode.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran in the wrong mode; it switched from reverse to forward while in the reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.